Event description:
The facility reports while transporting the patient from the bedroom to the restroom the sling's left front clip snapped. The patient hit their head on the leg of the lift. The injuries were not stated.